Event description:
It was reported that approximately 10 days following the implant of a transcatheter valve, the valve migrated. No patient complications have been reported as result of this event.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 10 days following the implant of a transcatheter valve, the valve migrated. No patient complications have been reported as result of this event. Additional information was received that the valve was originally deployed at the bottom of pigtail at a depth of 4-3 mm. 10 days later, fluoroscopic imaging revealed that the valve migrated in the aortic direction to a depth of -2 mm on the ncc and 2 mm on the lcc. Per the physician, the left ventricular outflow tract was somewhat flattened and narrowed. This anatomical factor contributed to the migration. A coronary artery occlusion was noted. As intervention, the first valve was snared above the sinotubular junction and a second valve was implanted in the patient.